Event description:
Surgical removal of bilateral breast implants; bilateral breast capsulectomies above the muscle. Per event problem codes on the 3500a from the facility there was also rupture of the implants.